Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure to treat a rotator cuff tear on (B)(6) 2020, it was observed that the anchor device broke. There was no fragment left in the patient¿s body. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. The device was its first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information received, it was reported that during an arcr (arthroscopic rotator cuff repair), the surgeon handled the anchor as per surgical instruction. But the anchor broke off in the burr hole. It was confirmed that no fragment had been left in the patient¿s body. The complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: 5l23248, and no non-conformances related to the reported complaint condition were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.